Event description:
The customer reported the tube was stuck in the park position. This renders the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The connections to solenoid shaft and actuator were evaluated and reseated as a precaution. The system was tested and found to be working as intended and put back into service.